Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, the physicians reported problems in getting the device through the haemostatic valve in the introducer. The bypass tube is "bouncing" back and not getting through the valve, despite extensive force was used. The devices were replaced with another device with same lot number and they managed to get the device and bypass tube through the haemostatic valve. No patient harm has been reported.

Manufacturer narrative:
One manta, sheath and dilator were returned. Blood particulates were noted on all the units. The units were decontaminated and inspected. Lever of the manta was not engaged. The unit was functionally tested for advancement. Resistance was observed in advancing the bypass tube via the button valve. No tears or damages noted on the button valve. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 14f ce manta was deployed for closure. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would bounce back out and would not penetrate the hemostatic valve even when extensive force as applied. The physician withdraw the first 14f ce manta closure unit and manta sheath; and a second 14f ce manta closure unit and sheath (from the same lot number) were opened, placed, and deployed successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.